Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in a de novo lesion in the mid left anterior descending (lad) artery with 90% stenosis and heavy calcification. The 2.8x19mm graftmaster covered stent failed to cross the lesion due to the anatomy. The graftmaster was noted to be kinked and the proximal edge of the stent was flared. Another same size graftmaster was used to complete the procedure. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation, stent dislodgement (movement) and deformation due to compressive stress were confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to filing the initial report, returned device analysis identified the stent had moved from its original placement on the balloon. It was confirmed that the account was aware of the stent movement. No additional information was provided.